Manufacturer narrative:
Analysis of the returned device shows that there is presence of blood in and on the device. Visual analysis indicates that there is a hole on the balloon. During functional analysis is was not more possible to inflate the balloon due to a hole in it. After further analysis the hole appear to be a radial hole on the distal peak. Based on the information provided, visual and functional analysis, the most probable root cause of the rupture of the balloon is attributed to contact with bone splinter during surgery.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was reported that the balloon was blown up and at the highest pressure, it ruptured. No further details are known at this time.

Manufacturer narrative:
(B)(4): visual analysis indicates that there is a hole on the balloon. During functional analysis is was not more possible to inflate the balloon due to a hole in it. After further analysis the hole appears to be a radial hole on the distal peak. Based on the information provided, visual and functional analysis, the most probable root cause of the rupture of the balloon is attributed to contact with bone splinter during surgery. (B)(4).